Event description:
It was reported to medtronic neurosurgery that during use on an ICU patient, the connector at the patient sampling port end was leaking and that the thread on the connector was cross threaded. According to the report, the normal protocol in ICU was to disconnect the sampling port to withdraw fluid for sample. Reportedly, this issue was detected immediately after a csf sample was taken. The report stated that it was suspected that the damage had been incurred due to the ports of this product being bonded and not removable. According to the report, there was no injury to the patient due to this event.

Manufacturer narrative:
The product was not returned as it was discarded at the facility. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.